Event description:
The patient used the teladoc health blood glucose meter and performed a control solution 1 test. The range printed on the control solution 1 was 81-121 and all reading results were out of range. The patient didn't seek medical attention or treatment as part of the device malfunction.

Manufacturer narrative:
The control solution 1 was not in range. The patient was sent a replacement meter and a new shipment of test strips. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.